Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00692. This report is being submitted as additional information. The referenced gastrointestinal bleed was reported under medwatch MFR report# 2916596-2018-00691. Approximate age of device - 87 days. Additional information was received confirming that due to continued elevated lactate dehydrogenase, the patient received a pump exchange on (B)(6) 2018. Thrombus was visualized on the outlet stator per the physician. The evaluation of heartmate ii lvas, serial number (B)(4) revealed a thrombus formation surrounding the rotor¿s bearing ball, however, the report of thrombus on the outlet stator could not be confirmed. Analysis of the submitted log file revealed 2 low battery advisories on (B)(6) 2018. The remainder of the log file showed the pump appeared to be functioning as intended. (B)(4) was returned assembled with the driveline (dl) cut approximately 14.5¿ from the pump housing and the distal portion of the dl was returned 26.5¿ in length. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the blood tube/rotor inlet revealed a thrombus formation surrounding the rotor¿s bearing ball. The laminated structure of this formation indicates that it developed over an undetermined period of time while (B)(4) was supporting the patient. Although a specific cause for the formation of this thrombus could not be determined, it could have contributed to the reported elevated ldh. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The implant kit was shipped with heartmate ii lvas IFU, document #(B)(4), rev. B. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was in the clinic late last week for elevated lactate dehydrogenase (ldh) in the 700 u/l range. The patient had recurrent gastrointestinal bleeding and had a goal inr of 1.8-2.5. The patient was treated with heparin and the ldh decreased to 400 u/l. No additional information was provided.